Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not holding a charge following a non-device related procedure wherein electrocautery was used. The ipg was no longer functional. It was noted that the ipg was damaged. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge following a non-device related procedure wherein electrocautery was used. The ipg was no longer functional. It was noted that the ipg was damaged. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)